Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the device damaged by another device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion located in the heavily calcified circumflex. The 3.0 x 12 mm xience alpine stent was deployed without issue at the lesion. During retraction of the non-abbott guide wire it became caught on the stent implant, pulling the stent implant out into the guiding catheter. Another stent was able to be deployed successfully for treatment of the lesion. No adverse patient effects or clinically significant delay in the procedure were reported due to the explantation of the stent. No additional information was provided.